Event description:
Treatment of an avm. It was reported, the guidewire separated during navigation. No patient injury reported.

Manufacturer narrative:
The guidewire was returned with approximately 2.2 cm of the distal tip missing. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload.